Event description:
The pt stated that she did not receive any of the 8x (technical inspection) alerts prior to receiving the 09 (technical inspection due) alarm. She stated her infusion device shut down without warning. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The pt's infusion device was replaced. Product was requested to be returned for eval.